Manufacturer narrative:
During inspection and testing, the adhesive on the objective lens was cracked and chipped. A review of the device history record found no deviations that could have caused or contributed to the cracked and chipped adhesive. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely the adhesive was cracked and chipped due to physical stress from outside of the device and /or chemical stress due to sterilization with chemicals and/or sterrad system. However, a definitive root cause of the reported issue could not be identified. The device's instruction manual provides the following warning, which may help to prevent the issue: "operation manual: important information ¿ please read before use: dangers, warnings, and cautions: do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. The reprocessing manual states: "compatibility summary: methods listed as ¿compatible¿ in table 3.1 and 3.2 are compatible for routine use only when used according to manufacturer¿s instructions. Repeated use and reprocessing of endoscopes and accessories lead to gradual wear and tear. Furthermore, reprocessing methods that employ higher temperatures and more caustic/corrosive materials may lead to faster deterioration. In general, sterilization processes are harsher on equipment than disinfection processes. Before each patient procedure, inspect the endoscope and accessories for damage, according to the instructions described in this manual and its companion ¿operation manual¿." "Compatibility summary: list of compatible methods validated in terms of material durability: sterrad® 50/100s/200/nx¿: sterilization by sterrad® 50/100s/200/nx¿ system may deteriorate the adhesive of the insertion section. Depending on the circumstances, replacement of the insertion section may be required. Before use, confirm that the endoscope is free from any damage or other irregularities. For further details, contact olympus." Olympus will continue to monitor field performance for this device. The reported issue (deformed connector) was confirmed during testing. The light guide connector was broken and the bundle was damaged. In addition, the adhesive on the bending section cover was cracked and chipped, the forceps raiser was worn out, the universal cord was wrinkled, the cable tube units were kinked, the protector of the scope connector was broken, and the control body was scratched. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Date re'd ny MFR: investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
An olympus employee reported the connector was deformed. The subject device was sent to an olympus service center for evaluation. During inspection and testing, the adhesive on the objective lens was cracked and chipped. This report is being submitted for the malfunction found during evaluation (cracked and chipped adhesive). There was no harm or user injury reported due to the event.